Manufacturer narrative:
(B)(4).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2025. On approximately (B)(6) 2025, the patient experienced a skin reaction with infection underneath sensor pod area only. The reaction was treated with a prescription of an oral antibiotics. At the time of the report the patient was good. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.